Manufacturer narrative:
Qn# (B)(4). The customer report of a catheter migrated could not be confirmed through complaint investigation of the returned sample. The customer returned one clamp fastener and clamp catheter for evaluation. Signs-of-use were observed on the returned components. The catheter was not returned. Visual inspection of the clamp catheter and clamp fastener revealed no obvious defects or anomalies. The returned clamp catheter and clamp fastener met all relevant dimensional and functional requirements. Dimensional and functional inspection of the catheter could not be performed as it was not returned for analysis. The instructions-for-use (IFU) provided with the kit warns the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position. Secure catheter clamp and fastener as a unit to patient by using either catheter stabilization device, stapling, or suturing. Both catheter clamp and fastener need to be secured to reduce risk of catheter migration." A device history record review was performed based on sales history with no relevant findings. Based on these circumstances, the probable root cause could not be determined without the complete sample returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "patient was coding, there was a lot of activity in the room, and they were turning the patient and the catheter sliped right out of the hub and was laying on the floor." New vascular access obtained. No medical intervention required. The patients current condition is reported as "fine". No patient injury or consequence.

Event description:
It was reported "patient was coding, there was a lot of activity in the room, and they were turning the patient and the catheter slipped right out of the hub and was laying on the floor." New vascular access obtained. No medical intervention required. The patients current condition is reported as "fine". No patient injury or consequence.

Manufacturer narrative:
(B)(4).